Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no allegation regarding communication. A technical support specialist informed that no troubleshooting was performed, as the disconnected mode icon disappeared after a few minutes. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating with the es server, and the disconnected mode icon was displayed. A nurse reported that the issue started while they were pulling medications. User confirmed that the nurse was able to obtain the required medication from the pharmacy, but it caused a delay. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.